Event description:
In early 2009, the sales representative reported that the surgeon was removing hardware, due to pseudoarthrosis.

Manufacturer narrative:
Product will not be returned. Device manufacture date is unk. Evaluation is pending upon the return of the product.